Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd896589 and gd896597 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was treated with vancomycin and cefazolin orally (dose and frequency unknown) for the peritonitis. The patient was eventually discharged from the hospital and reported to have recovered from the peritonitis. No additional information is available. This is report 2 of 4.